Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine check, the buttons were unresponsive after powering on the cs300 intra-aortic balloon pump (iabp) and subsequently reported the device as unusable. No patient involved.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 , h6 ( type of investigation, investigation findings). A getinge field service engineer (fse) evaluated the unit and confirmed the issue. It was found that more than half of the buttons did not work. Per the fse, according to the customer's request, the keyboard will be transferred from another machine of the customer for debugging. All functional and safety checks performed to meet factory specifications.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval?), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) evaluated the unit and confirmed the issue. It was found that more than half of the buttons did not work. Per the fse, according to the customer's request, the keyboard will be transferred from another machine of the customer for debugging. All functional and safety checks performed to meet factory specifications.